Event description:
It was reported that the endoscope sheath was damaged in such a way it could lead to trauma to urethra resulting in strictures. The issue was found during a demonstration. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the instrument was damaged. Based on the damage pattern, the damage was mechanically induced (due to the effect of a large mechanical force caused by impact, fall or collision with other devices). Olympus will continue to monitor field performance for this device.